Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic stack. The unit had moisture damage on the motor. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, operating currents, off no power test and excessive no delivery test due to blank display. Testing was unable to verify unexpected restart error alarm due to blank display. The unit was received with a cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump was submerged in the salt water and that water condensation was under the screen. The patient's blood glucose at the time of incident was 150 mg/dl. The unexpected restart error alarm also occurred after the customer replaced the battery. Troubleshooting did not occur as the customer was about to catch a flight. However, the customer is treating with syringes. The insulin pump was returned for analysis.